Event description:
IV was hung at 1600. Pt called nurse at 2000 complaining of IV leaking. Leak found at the connection between the primary IV line & extension tubing. When line disconnected found primary tubing had broken off at the male end. No adverse pt outcome reported.